Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the adapter was used for the first time, but the remaining lives was zero. A new adapter was use with the same handle to resolve the issue. There was no patient involved. Medtronic's initial evaluation of the incident device found a short and isolated to the proximal electrical assembly.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter was connected to an rpa signia handle running v29.6 software, and the device calibrated correctly. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was not recognized. The adapter was reconnected to the gen2 acc software, and no new errors appeared. The adapter had 50 of 50 procedures remaining.  It was reported that the adapter had a premature end of life. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: proximal electrical assembly failure. Functional testing found that the body of the adapter was opened up and electrical testing was performed. A short was found and isolated to the proximal electrical assembly. The most likely cause could not be established from the information available.  The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.